Event description:
It was reported that the patient was experiencing discomfort at the ipg site. It was also noted that the patient was experiencing frequent and extended ipg charging time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.

Manufacturer narrative:
Event date: exact date unknown, event occurred 3 months ago from date manufacturer was made aware.